Manufacturer narrative:
Sections d9, h3 and h6 were updated. Section h10: the cori ri console, rob10024, (B)(6), used during surgery, was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed and the reported scenario that an internal error occurs after selecting a bur can be confirmed. A kpc test was performed and passed. A new surgeon and a tka test case were created. When selecting the bur, the "internal system error" was shown after a few seconds. A hard drive test was run with no errors found. The console was opened for further investigation. All connections were checked, and all were connected as intended. The system log files were inspected, and the handpiece settings file was identified to be corrupted. After replacing this file, the console performed a test case without any further errors occurring. An image was also provided, which confirmed the reported problem that an internal error message was displayed. The most likely cause for the reported scenario is due to corruption of the handpiece settings file. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a real intelligence cori assisted tka surgery, one (1) real intelligence cori displayed had an internal error message. The system blacked out and crashed upon burr selection. Different attachments and drills were tested, resulting with the same problem and message. The procedure was resumed after a non-significant delay using changing the surgical technique from robotic to manual, and no injuries were reported as a result.